Manufacturer narrative:
(B)(4). The reported patient effect of dyspnea is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect that may be associated with the use of a coronary stent in native coronary arteries.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A cine of the index procedure was reviewed by an abbott vascular clinical specialist who concluded that it appears that there is a curvature in the rca at the area of the stent that has a high degree of movement, which may have contributed to a stent fracture. A review of the follow-up CT angiogram by an av clinical specialist concluded that it does appear that the stent has fractured and separated about mid-way along the length of the stent at a bend point in the vessel. The investigation was unable to determine a conclusive cause for the reported stent fracture. The reported patient effect of dyspnea is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although the stent fracture may have possibly contributed to the dyspnea, a conclusive cause and relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient was admitted (B)(6) 2016 for emergency treatment due to sudden chest pain experienced for 2 hours. The primary diagnosis was coronary heart disease with an acute inferior and posterior myocardial infarction (mi). Angiography revealed a total occlusion in the right coronary artery (rca) from the middle section. Repeated thrombus aspiration was done followed by pre-dilatation with 2.5 x 15mm non-abbott balloon and implanting a 3.5 x 38mm xience prime stent. On (B)(6) 2016 the patient experienced shortness of breath and suppression in his chest and returned to the cardiology department for a check up. The treadmill test showed negative results and doppler ultrasound on (B)(6) 2016 showed no obvious abnormality of the heart structure and the valve activity; therefore the physician did not feel it was related to the stent. During a routine check up on (B)(6) 2017, the coronary artery CT check showed what appeared to be 2 stents in the rca; therefore it was suspected that the xience prime stent had fractured/separated. Since the patient was asymptomatic, no ischemic symptoms, the physician felt there was no need for intervention at this time. No additional information was provided.